Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer called to report that the insulin pump alarmed pump error 25. Customer's blood glucose levels were not included in the report. Product is being replaced.

Manufacturer narrative:
The insulin pump was returned for pump error 25; detailed trace analysis does not confirm error 25 or error 25 was triggered when back up battery unloaded voltage was less than 3.7 volts for consecutive 240 minutes. The insulin pump was received with minor scratched lcd window and case.